Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("gen, abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal (salpingectomy-bilateral)). At the time of the report, the pelvic pain, genital haemorrhage and bladder disorder had resolved and the urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device dislocation, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event injury nos was replaced with new events- pelvic pain, device dislocation,gen, abnormal bleeding, psych injury and bladder or urinary problems changes were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("gen, abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal (salpingectomy-bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, device dislocation, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc.event urinary tract disorder was coded twice hence updated as per follow up 9-jan-2020 as bladder disorder nos. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/ partial expulsion/ the right device was just completely in the cavity of the uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Concurrent conditions included depression and ovarian cyst. On (B)(6) 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("gen, abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal (salpingectomy-bilateral), d and c). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, device expulsion, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 19-oct-2016: one of the devices in the cavity of the uterus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: medical record received. Event device dislocation was updated to device expulsion. Reporters information, lab data, and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/ partial expulsion/ the right device was just completely in the cavity of the uterus') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia. Concurrent conditions included depression and ovarian cyst. On (B)(6) 2009, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("gen, abnormal bleeding"), mental disorder ("psych injury"), bladder disorder ("bladder or urinary problems changes") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (essure removal (salpingectomy-bilateral), d and c). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, device expulsion, genital haemorrhage, mental disorder, pelvic pain and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2016: one of the devices in the cavity of the uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.